Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The device was deactivated after first and second prime, at 55 pulses. Inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early. A root cause for the reported event could not be determined. The exposed portion of the soft cannula was observed to be stretched. The cause and timing of the damage could not be conclusively determined,h3 (device evaluated by manufacturer) was originally selected as yes, but the investigation was not complete. It is not complete.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The device was deactivated after first and second prime, at 55 pulses. Inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early. A root cause for the reported event could not be determined. The exposed portion of the soft cannula was observed to be stretched. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose.  Chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the needle deployed early when the pod was being activated; this indicates a needle mechanism failure. The pod was not worn and patient reported a high blood glucose level of 380 mg/dl; method of treatment was not disclosed.